Manufacturer narrative:
(B)(6). Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for the reported incident cannot be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The 2x 4.5mm endoscopic acl drills separated on their joins and splayed at the working tip ends during an acl procedure. The 2.4 passing pin that was used initially must have bent during the initial drilling which may have caused the line of the tunnel not to be straight. This, in turn, might have compromised the workings of the 4.5 drill. A backup device was available for use. No patient injury or other complications were reported.